Event description:
It was reported that the rotaflow displayed the alarm message ¿[<=<=]¿ in the speed indicator. This means it is recommended to turn the rotary knob to zero. The flow display showed the alarm message ¿[¿¿¿¿]¿ this means the flow is over 10lpm and the rotaflow console stops at 12lpm and emits an acoustic alarm. The failure was discovered during routine check of the device. No patient has been involved when the failure occurred. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the alarm message ¿[<=<=]¿ in the speed indicator. This means it is recommended to turn the rotary knob to zero. The flow display showed the alarm message ¿[¿¿¿¿]¿ this means the flow is over 10lpm and the rotaflow console stops at 12lpm and emits an acoustic alarm. The failure was discovered during routine check of the device. No patient has been involved when the failure occurred. A getinge service technician repaired the affected rotaflow (serial#(B)(6)) on 2022-04-29. A getinge service technician replaced the rfc (rotaflow console) control board kit (material#70103.4051). The replacement did not solve the problem on 2022-05-10 a getinge service technician replaced the rfc (rotaflow console) control board kit (material#70103.4051) a second time. After the replacement of the second board the device is working as intended. Based on these investigation results the reported failure could be confirmed. The affected rfc control board kit (material#70103.4051) is no longer available for further investigation according to the sales and service unit. However, the failure mode "[<=<=]" and ¿[¿¿¿¿]¿ can be linked to the following most possible root causes according to the rotaflow risk management file. Bubble/flow sensor failure, e.g.: 1. Malfunction of bubble/flow sensor electronics; 2. Mechanical defects (impact). Malfunction of the flow measurement system: 1. Incorrect flow measurement. The product in question was produced in 2021-06-01. The device history record (DHR) of the rotaflow (material: 701043291 , serial: (B)(6)/, elo#: (B)(4)) for which a customer complaint was received, was reviewed on 2022-05-04. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.